Manufacturer narrative:
Re-opening case/complaint to submit a supplemental report associated with CAPA-20-00141, no changes will made to the investigation results or trending information.

Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with svd. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported a patient implanted with a 21mm 3000 aortic valve for 9 years 10 months, underwent a valve-in-valve procedure for severe stenosis and insufficiency secondary to a severely degenerated valve. A tavr was successfully performed with a 23mm 9600tfx valve. Tee showed the valve to be seated well with no significant aortic insufficiency noted in the paravalular position. The transvalvular gradient was noted to be less than 5mmhg and the tee gradient was only noted to be 7mmhg. The patient tolerated the procedure well.